Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the cover source position louver was bent on the imaging system. The site hit the system while moving it. The movements were checked and the gantry is moving normally. There was no delay to the procedure as a result of this issue. No additional information was provided.